Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 1 month the device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient expired on (B)(6) 2017 due to suicide by disconnecting the modular cable. Additional information was requested but was not provided.

Manufacturer narrative:
It was reported that the criminal investigation department scheduled for an autopsy to be performed; however, the pump was not returned for evaluation. Although evaluation of the system controller log file confirmed pump stoppages and pump stops due to disconnection of the driveline from the system controller, the sequence of events that led to this condition could not be conclusively determined. No additional information regarding the event was provided. The returned system controllers were functionally tested and were found to function as intended. A full functional test was performed and the system controllers passed all test steps. The system controllers operated for an extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The heartmate 3 patient handbook includes several warnings regarding disconnecting the driveline, including "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event. Should the device become available, this file may be re-opened and the pump will be evaluated.